Event description:
It was reported to target that during the treatment of a basilar artery aneurysm, in a pt with a very tortuous anatomy, the physician had to work a lot with the wire. Suddently he found that the wire was broken. The broken segment was removed with a snare. There were no complications for the pt, who was reported in good condition after the procedure.